Event description:
After 29 + months of implantation, this device was explanted and returned because it was reported that the device would not interrogate. In addition, there was no magnet response.

Manufacturer narrative:
Analysis report: review of the follow up data corresponding to device interrogation three months before it could not be interrogated showed that the battery voltage was at 5.73v, which was normal considering the device age and operation. Upon device reception in our in-house laboratory, the device could not be interrogated and the batteries were completely depleted. Analysis of the returned ICD identified an unusual low-resistance current path between two capacitors in a hybrid microcircuit. Current through this path discharged the batteries and depleted them prematurely. This path was formed because of unintended migration of metal from metal-filled epoxy used by a qualified supplier to attach the capacitors to the hybrid circuit. Local delamination of a protective coating permitted this migration. Conclusion: - the device, which was explanted 29 months after implantation because it could not be interrogated, exhibited premature battery depletion due to excessive current consumption. This overconsumption resulted from an unusual low-resistance current path between two capacitors in the shock generator hybrid microcircuit, permitted by delamination of a protective coating. - since this product has been manufactured, corrective actions have been implemented in the manufacturing process to avoid the re-occurrence of such an event. - the device is retained in the returned product storage area.